Event description:
It was reported that the symptomatic patient presented to the emergency room with his pulse generator in backup vvi. A device status report would not print. Due to an inability to communicate and assess device battery status, further troubleshooting could not be performed. The pulse generator would be replaced, due to unresolved backup vvi status.

Manufacturer narrative:
Na